Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. It was reported that calcification was noted in the left common femoral artery. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to retract the plunger and difficulty removing the device was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that suture placement using a proglide device was attempted in the left common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6f and the vessel and access site were mildly calcified. Reportedly, after successfully placing the proglide in the artery and deploying the foot and depressing the plunger completely to meet the body of the device, the plunger would not retract and could not be removed from the proglide device. Resistance was felt trying to retract the plunger. The foot was retracted (parked) and the vessel was re-wired and the proglide device was removed. A second proglide suture was successfully pre-placed. The sheath was upsized to a 16f and the tavi procedure was successfully completed. Hemostasis was achieved using the pre-placed suture from the second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and the preclose technique. No additional information was provided.